Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing pain and burning at the implantable pulse generator (ipg) pocket site. The patient underwent an ipg replacement procedure wherein the new ipg was placed slightly deeper. The patient was doing well postoperatively. The explanted device will not be returned as per facility policy.